Event description:
It was reported that patient's nevro implantable neurostimulator (ins) system was explanted however, they were unable to remove implanted nevro paddle. Physician requested to place (B)(6) ins to the implanted nevro paddle. No connections were available or utilized to connect to the paddle. Cause of issue was unknown. No patient symptoms were reported. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".